Manufacturer narrative:
Device history record for the lot reported was reviewed and no issues were observed. Product was manufactured, tested, and released in compliance with out procedures. The customer stated that the valve was implanted, then noted to not be working. The doctor explanted it and placed a second ahmed valve in the patient. The customer was not sure of what the malfunction was. New world medical contacted the customer, and stated that the only known information is that the valve did not work and a new valve had to be used. The surgery was successful with a new valve. The valve was returned to new world medical for evaluation and the unit met specification. It was observed the tube had not been cut or beveled as required per the IFU for implantation which indicates the valve was not implanted in the patient.

Event description:
Surgeon said valve malfunctioned, valve was explanted. Another one had to be used.